Manufacturer narrative:
(B)(4). Final report the appropriate device details have been provided and the relevant device manufacturing records were identified and reviewed. Parts conformed to material and dimensional specifications at the time of manufacture. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. No further information was provided, therefore, no further investigation can be conducted and the root cause of the swollen knee/pain is considered to be patient condition, related to the osteophyte growth. This case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Right side revision knee surgery due to swelling/pain. Tibial insert, patella and locking bolt explanted. Femur and tibia remained in-situ.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. The appropriate device details have been provided and the relevant device manufacturing and sterilization records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.